Event description:
It was reported that the implant at tooth site #10 was removed due to peri-implantitis. On (B)(6) 2026 - peri-implantitis at #10 with bone loss to the 7th thread. #10- the crown was removed. The screw and restorative abutment were then removed. The implant was removed using a trephine bur. There was root exposure noted at #9 that measured 8mm and at #11 that measured 2mm. The buccal dehiscence measured 10mm, the lingual dehiscence measured 3mm. Bone tacks x 2 were removed. The osteotomy was debrided of all soft tissue down to healthy bone. Decorticated. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the osteotomy. An osseoguard non-flex membrane was placed over the buccal and lingual cortex. A prf membrane was placed overlying the site. Soft tissues were closed using 3-0 gut suture. Only grafting completed, patient will return for implant placement.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.